Event description:
This is a spontaneous consumer report from (B)(6) of peritonitis in a patient performing peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2010, the patient began treatment with continuing intra-peritoneal injections of reflin 500mg daily, amikacin 50mg daily and heparin 1000 iu 3 times per day. The outcome and root cause of the event of peritonitis was unknown. Pd therapies were ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.